Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), model/catalog, description: linear st lead kit 50 cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to lead migration. The patient will undergo a lead revision procedure.